Event description:
Per the audiologist, the patient has been unable to hear since 2007. Replacement of the patient's external equipment did not solve the problem. The result of a CT scan (date unknown) were normal. The results of the integrity test done on the following month was consistent with normal receiver/stimulator function with multiple open circuit electrodes. Explantation/reimplantation surgery is pending.

Manufacturer narrative:
This type of event is addressed in the device labeling.